Event description:
It was reported that the pt had died. Per the coroner's office, the pt had a history of drug abuse, obesity and depression, an autopsy was performed and a report was requested, but the report has not been received to date. The exact cause of death is unknown at this time. Attempts for further info have been unsuccessful to date. Product was returned to manufacturer and underwent analysis. Upon analysis, no anomalies were found and the device performed according to specifications.